Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. During insertion, the sheath was advanced into the patient's body, and the dilator was subsequently removed. Following removal of the dilator, blood was observed oozing from the sheath and fluid leakage was noted from the base of the sheath. No air was observed within the sheath or introduced into the patient. The sheath was removed from the patient and replaced with a non-boston scientific device. The procedure was completed successfully. No patient complications occurred.